Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1132 serial/lot: (B)(4). Description: precision spectra ipg kit. Devices were not returned, they remain implanted.

Event description:
It was reported that the patient was hospitalized due to loss of mobility and strength in the arms and legs. The physician suspected that it could be an inflammatory reaction however, believed it was not device related. The patient had no recent procedures that may have cause the issue. The patient databases were analyzed and revealed no anomalies. The devices databases were analyzed by bsc technicians: sn (B)(4): the battery discharge was observed and revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters show a reset value within a normal range. The impedance measurements were observed to be within a normal range. The ipg appears to be working as expected. Sn (B)(4): the battery discharge was observed and revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters show a reset value within a normal range. The impedance measurements were observed to be within a normal range. The ipg appears to be working as expected. Sn (B)(4): the battery discharge was observed and revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters show a reset value within a normal range. The impedance measurements were observed to be within a normal range. The ipg appears to be working as expected.